Event description:
A pt reported experiencing inaccurate erratic results with an ot 11 meter. The pt's blood glucose results were 103mg/dl, 110mg/dl, 190mg/dl. Tests were done less than 10 minutes apart with a difference of 38%. Pt did not experience any adverse events. No further information has been reported.